Manufacturer narrative:
The subject device was evaluated. Based on investigation results, the root cause cannot be conclusively identified. Probable cause based on reasonably known information was due to degradation , component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited corrosion at the distal end. There was no patient involvement.